Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient who was receiving an unknown drug via an implantable pump for the patient stated that his pump was removed in (B)(6) 2015 due to a staphylococcal infection. Additional information has been requested regarding drug information, other medications patient was taking, pertinent medical history, relationship of event to device/patient/therapy and diagnosis performed, it was not available at the time of this report. If additional information is received, a follow-up report will be submitted